Event description:
It was reported that the pulse generator went into backup vvi operation after an external defibrillation shock was delivered for a patient that went into ventricular tachycardia. Device replacement would be scheduled.